Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads, reservoir tube and scratched display window. Please see also MFR report number 2032227-2014-01329.

Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 21 mg/dl when paramedics arrived. Customer stated that his sensor was giving him incorrect readings. Nothing further was reported.